Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and after delivering correction boluses, bg lowered (value not provided). Bg remained low for 6 hours. Customer treated low bg and it stabilized. Customer changed cartridge. Customer declined to provide further information regarding the event.